Event description:
During the device evaluation, the duodenovideoscope exhibited corrosion on adhesive around the device light guide lens and on bending section rubber sheath adhesive. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion could not be determined, however, the issue is likely the result of component failure due to insufficient device cleaning, user handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.